Event description:
The sales rep reported that after a review of an feedback form for the axsos 3 ti from the surgeon, it was reported that wing nut of the frame fixator was attached upside down so that it was not possible to press the plate satisfactorily against the femur.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.